Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred, which was duplicated during investigation. During eval, the force sensor pin connections were found to be damaged.

Event description:
Pt reported that the pump dispensed insulin during the load cartridge phase.